Manufacturer narrative:
Investigation summary: bd had not received samples, but 5 photos were provided for investigation of material # 367820, batch # 0158816. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends. Unknown.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced underfill or ow draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that site has difficulty drawing full tube. 2 sites have feedbacked that the vacuum in tube, vacutainer, plastic, red top (10 ml) supplied in kits below are not working well, so the site has difficulty drawing full tube.